Event description:
It was reported that approximately three and a half years post-implantation, the patient underwent a left hip revision due to persistent thigh pain. There was a loose femoral stem and subsidence. There was impingement of the stem on the greater trochanter. The component was noted as undersized during the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# us157854, lot# 163700, m2a-magnum pf cup 54odx48id. Cat# 157448, lot# 712230, m2a-magnum mod hd sz 48mm. Cat# 139254, lot# 379720, m2a-magnum 42-50mm tpr insrt-3. G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.